Event description:
The customer reported that the two pins in the power cord kept the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.